Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this pacemaker was symptomatic with a change in functionality of their device system due to an alleged right ventricular (rv) lead fracture. It was reported that previously the lead was revised and the patient felt better. Subsequently, years later the patient felt that their energy level had changed. It was reported that this system exhibited high out of range pace impedances greater than 2,000 ohms. This product along with the patient's rv lead was surgically explanted and replaced. No further complications or symptoms have been reported.